Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain in his right thigh and groin area, severe pain in hip-joint area, popping sensation when going to and from a sitting position, metallosis damaging the surrounding bone and tissue, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity.